Event description:
A user facility reported that a capsular bag tear occurred during intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent in the gusset and distal regions with the haptic tip adhered to the optic edge. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Add'l info was requested 4/22/2008 and 5/8/2008 by mail, fax and phone. A completed questionnaire has not been returned. This report was mailed to FDA on: 5/16/2008.